Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room for non-device related issues. Upon interrogation the pulse generator exhibited backup vvi mode. The device was explanted and replaced on (B)(6) 2013.